Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s blood glucose was 108 mg/dl. Customer reported that they tripped on the curb and they fell and the pump was in her pocket and fell on the concrete and it now has a blank screen. Customer reported that they received a blank white screen and is now black/dark blank screen. Customer reports display is blank. No report of pump screen flashing when screen was turned on after being in sleep mode. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan per healthcare provider¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case and pillowing keypad overlay.